Event description:
The account alleged that the hi/low function will not rise.

Manufacturer narrative:
The account found fluid ingress and corrosion on the beds control board. The account replaced the control board to repair the bed.